Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on alcon wavelights acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A medical doctor reported that a patient presented with blurry vision and eye irritation in the right eye one day post lasik. The patient noted sleeping in sunglasses and awoke with more irritation. The patient was told to use eye shields at night. A flap lift and stretch was performed. Additional information requested.

Manufacturer narrative:
Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed to 100%, without error messages. All laser system functions were within specifications at this day. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).